Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
"The patient had been complaining about pain since the initial surgery on (B)(6) 2015. The surgeon was not sure what had been causing the pain but he removed one of each compression screws (posterior screw) and multidirectional screws(superior screw) in case that the pain had been caused by those screws pressing on nerves. No x-ray images were available."